Event description:
It was reported that a spectrum iq infusion pump had a very low flow rate occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow rate very low" was not reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with the results of 41.579 and passing error percentage of 3.9475%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: ehl information. The event history log review was performed, the last day of customer use revealed 3 infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. The infusions ran to completion without interruptions and no abnormalities that could cause or contribute to the reported problem were observed.